Event description:
Customer reportedly received result of 305 mg/dl on the performa system and 147 mg/dl professional accu-check go system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not have information regarding the accu-chek go system.